Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. No intervention was performed, and the patient's status was unknown.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) being in backup vvi mode resulted in a loss of defibrillation therapy. Programming changes were made to restore the device to nominal settings. The patient was stable.